Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 119 mg/dl. Customer also stated that the plastic ring was crack around reservoir chamber. The device will be returned for analysis.